Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Unexpected battery power loss not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 08-jul-2023 in the pump history file. 07/08/2023 11:56:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 07/08/2023 00:00:00.000, dailytotalofallinsulindelivered: 0 (0 u), dailytotalofbasalinsulindelivered: 0 (0 u), dailytotalofbolusinsulindelivered: 0 (0 u). Please see below for the autosuspend alarm noted on the event date 08-jul-2023 in the pump history file. 07/08/2023 01:20:00.000 alarmalertnotification (40), faultnumber: autosuspend (12). 07/08/2023 01:20:00.000 alarmalertnotification (40), faultnumber: autosuspend (12). 07/08/2023 11:30:00.000 alarmalertnotification (40), faultnumber: autosuspend (12). 07/08/2023 11:40:00.000 alarmalertnotification (40), faultnumber: autosuspend (12). There were no usersuspended alarm noted on the event date 08-jul-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 08-jul-2023 in the pump history file. 07/01/2023 06:32:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/01/2023 06:36:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/01/2023 07:00:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/01/2023 07:05:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/01/2023 07:15:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/03/2023 00:05:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/03/2023 16:40:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/03/2023 22:45:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/03/2023 22:52:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 18:45:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 18:55:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 19:07:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 19:17:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 19:33:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 19:43:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 19:51:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 20:01:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 20:07:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 20:17:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 20:21:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 20:31:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 20:36:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 20:46:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 20:52:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 21:02:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 21:05:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 21:15:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 21:18:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/05/2023 21:28:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/06/2023 06:14:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/06/2023 06:24:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/06/2023 11:18:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/06/2023 11:28:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/06/2023 11:43:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/06/2023 11:53:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/06/2023 22:19:43.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 07/06/2023 22:28:10.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 07/06/2023 22:46:23.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during bolus. 07/06/2023 23:00:00.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/06/2023 23:07:01.000 alarmalertnotification (40), faultnumber: nodelivery (7) - during basal. 07/08/2023 11:45:47.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/08/2023 11:56:19.000 alarmalertnotification (40), faultnumber: failedbatttest (58) - failed battery test alarm was due to the customer's battery inserted on a battery change does not have sufficient voltage. 07/08/2023 11:56:20.000 alarmalertnotification (40), faultnumber: changebatteryfault (73). 07/08/2023 11:57:27.000 batteryremoved (55). 07/08/2023 11:57:27.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 07/08/2023 11:58:10.000 batteryinserted (44). 07/08/2023 11:58:17.000 alarmalertnotification (40), faultnumber: tracecheckerror (68). 07/08/2023 11:58:17.000 alarmalertnotification (40), faultnumber: historypointersbadalarm (49). 07/08/2023 11:58:51.000 alarmalertnotification (40), faultnumber: historypointersbadalarm (49). 07/08/2023 11:59:56.000 alarmalertnotification (40), faultnumber: postresetramcrcalarm (23). 07/08/2023 12:00:32.000 alarmalertnotification (40), faultnumber: battoutlimit (6). 07/08/2023 12:00:40.000 alarmalertnotification (40), faultnumber: battoutlimit (6). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Failed battery test alarm was due to the customer's battery inserted on a battery change does not have sufficient voltage. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm/battoutlimit (6), replace battery alert/changebatteryfault (73) or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23, pump error 49, pump error 68 or failed battery test alarm noted during testing or after battery change. Nodelivery alarm not confirmed. Failed battery test alarm not confirmed. Changebatteryfault (73) not confirmed. Pump error 68 not confirmed. Pump error 49 not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Unexpected battery power loss anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl. The customer reported that the power loss alarm was received. Troubleshooting was performed. It was found that the customer was not using the pump within 48 hours of the reported event and it was unknown whether the auto-mode feature was active. The customer received a power loss alarm and the customer was visited the emergency room. No further patient complications were reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.